Event description:
It was reported that a shaft break occurred. A carotid wallstent was selected to treat peripheral vascular disease, and the patient underwent right cervical carotid angioplasty. During introduction, there was difficulty advancing the wire through the wire exit port. A scalpel was used on the catheter to open the exit port; however, the stent catheter shaft broke. The device was removed in one piece, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a shaft break occurred. A carotid wallstent was selected to treat peripheral vascular disease, and the patient underwent right cervical carotid angioplasty. During introduction, there was difficulty advancing the wire through the wire exit port. A scalpel was used on the catheter to open the exit port; however, the stent catheter shaft broke. The device was removed in one piece, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the catheter was cut with a scalpel outside the patient prior to implanting the stent.